Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the patient never experienced auditory perceptions from the internal device. Subsequently, the device was explanted (B)(6) 2015. The device has not been made available for analysis as of the date of this report, (B)(6) 2015.